Event description:
The customer reported the unit has a display that does not work. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the unit has a display that does not work. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the issue was verified. The keyscan pca was found to be defective. Replacing the keyscan pca resolved the reported issue. The device passed testing and was returned to service. The device remains at the customer site.